Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to non-physiologic noise oversensing. Technical services reviewed the episode and believed the noise appears related to the sense b node issue. Provocative maneuvers were able to reproduce the noise suggesting a system impairment. X-rays were performed and the s-ICD appeared slightly rotated. The s-ICD system sensing vector was reprogrammed to secondary, and the noise was no longer reproduced. As sensing appeared adequate after this change, the patient was sent home and will continue to be monitored. This s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to non-physiologic noise oversensing. Technical services reviewed the episode and believed the noise appears related to the sense b node issue. Provocative maneuvers were able to reproduce the noise suggesting a system impairment. X-rays were performed and the s-ICD appeared slightly rotated. The s-ICD system sensing vector was reprogrammed to secondary, and the noise was no longer reproduced. As sensing appeared adequate after this change, the patient was sent home and will continue to be monitored. This s-ICD remains in service and no adverse patient effects were reported.